Manufacturer narrative:
Based on the alarm trace, no relevant alarms were present at the time of the event. Level 1 qc was run the day prior to the event. Level 2 qc was run on the day of the event. Both were within acceptable range. The calibration data was acceptable. Based on the calibration and qc data, a general reagent issue can be excluded. The customer was unable to provide a sample for investigation. Results of the customer's confirmatory test are not available. No further information will be provided. Therefore, it is unclear whether the positive results on the competitor assay were confirmed or not. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys hbsag ii results for 1 patient tested on a cobas e 411 immunoassay analyzer compared to three other laboratories. The cobas e 411 immunoassay analyzer serial number was (B)(4). The initial hbsag ii result was (B)(6) and the repeat result was (B)(6). The result from the abbott cmia method was (B)(6). On (B)(6) 2019 the sample was repeated and the hbsag ii result was (B)(6). No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event.